Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap ag that a caiman 5 articulating vessel sealer (part # pl741su) was used during a laparoscopic surgerical procedure performed on (B)(6) 2021. According to the complainant, while using the clamp, at the articulation, the plastic sheath detached. An additional medical intervention was necessary. Additional information was not provided. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Patient harm was updated to no patient harm. Changed h6 / impact code : no health consequence or impact. Investigation results: visual investigation: the jaw of the device was investigated visually. Except the blood soiling and the damaged shrink hose, we found no further external damage. Then we checked the mechanical function. The clamping and the cutting function worked well. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that one similar complaint has been filed against products from this batch number out of the same clinic. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
According to new information available no patient harm occured.